Event description:
It was reported that the user's caregiver paused the ilet during breakfast for approximately 30¿45 minutes to charge the device, then resumed insulin delivery, after which blood glucose rose to a recorded high of 254 mg/dl. The infusion set in use was a teflon inset, no alarms occurred, and the ilet was delivering insulin upon reconnection. Symptoms included hyperglycemia without other reported clinical symptoms. Outcomes included a delay to therapy due to the interruption in insulin delivery. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue consistent with not reconnecting the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.